Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received and evaluated. It was observed that the grasper could not be moved in or out smoothly using the trigger of the device. This complaint can be confirmed. The internal components could have been jammed, causing button to not fully engage with the wire. A non-conformance search was performed for this part (251723), lot(l973637) combination and no non-conformance's were identified. The observed failure indicates inadequate fixation of the proximal end of the wire (hypotube) with the set screw during the manufacturing process, which provides connection of the button and wire. This failure was evaluated through a CAPA where the full investigation and root cause will be documented. At this point in time no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same report. It was reported by the sales rep via phone that during a rotator cuff repair the customer's ideal suture grasper 60 degree had retrieved one suture, but while retrieving the second suture, the device did not close all the way. The sales rep stated that the button could move, but the internal mechanism of the device remained jammed. The customer's second ideal suture grasper 60 degree had the same failure, but the device was used to complete the case. There was no patient harm, but there was a five minute delay to open the second device and complete the case. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.